Manufacturer narrative:
Please reference medwatch 2032227-2013-00699. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error. The customer was hospitalized for low blood glucose levels. The blood glucose level at the time of the hospitalization was unknown. The blood glucose reading was 125 mg/dl. Troubleshooting was declined. Nothing further reported.